Event description:
The event is reported as: complaint alleges - the needle of the suture would not stay in the needle carrier when depressing the handle of the capio. Procedure successfully completed with a different device. Customer confirmed that the suture kept coming out of the needle carrier when attempting to suture. No pt injury reported.

Manufacturer narrative:
The device history report (DHR) could not be conducted since the lot number was not provided. No corrective action can be established due to the lack of defective sample. The customer complaint can not be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.